Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
The patient was referred to clinic with the complaint of his left hip squeaking that lasted the past four months. The squeaking has been getting worse and began disturbing him. He also had pain and limitation of hip movement that started two weeks before admission to our clinic. He did not report any trauma. There was no limping but pain in groin when walking. Revision of left hip arthroplasty was performed due to his radiographs and clinical complaints. Metallosis with dark black colored synovia was observed. Eccentric positioned 32mm oxinium head was found deformed and the articular surface of alumina ceramic liner (biolox® forte) was covered with dark metallic color. The acetabular component was 54mm cementless, porous coated, hemispheric ceramic reflection®interfit and found to be well fixed to the bone. It was extracted and revised with r3®stiktite coated acetabular component with metal insert. Femoral component was found stable.